Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger connector pin was broken. It was reported that the ins was dead and a sudden or gradual change in therapy/symptoms was also reported.